Event description:
It was noticed that the plate from the turbo vac was missing. An attempt was made to retrieve the plate, but it was not successful. The surgeon was aware of the device malfunction and of the inability to locate the plate. There was no noticeable injury to the patient and the case was completed without further incident.